Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted, if there is any further relevant information.

Event description:
A report was received that the patient¿s lead was exposed through the skin and had been infected. The patient was prescribed keflex for infection. The patient underwent an explant procedure. The event was not device or procedure related.